Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the noisy image and no image (whiteout) issues, the cause could be traced to the failure of the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited damage on the charge coupled device (ccd) unit and also produced noisy images and image whiteout. There was no patient involvement.